Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that customer were rushed to hospital on unknown date due to high blood glucose 897 mg/dl. Customer¿s blood glucose level was 600 mg/dl. Customer delivered 8.1 units using the pump. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.